Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's diabetes educator reported via phone call that the reservoir had a leak. The customer's blood glucose level was unknown. The customer reported that they noticed leaks on the reservoir part every time that they do the reservoir and tubing process. The reservoir will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.